Manufacturer narrative:
Continuation of d10: product ID: 977a275; serial#: unknown; implanted: (B)(6) 2024 (only year valid); explanted: (B)(6) 2024; product type: lead. Product ID: 977a275; serial#: unknown; implanted: (B)(6) 2024 (only year valid); explanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown; product ID: 977a275, serial/lot #: unknown. H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that impedance checks where made. Both leads, which were implanted approximately a half year ago, had high impedances of around 20-30k. Patient had no pain relief anymore. There were no contributing factors. Several checks had been done by the doctor. A revision surgery was performed. Both leads were disconnected and put in a wireless external neurostimulator to look if there was still a problem. Impedance check in or showed that contacts 3 and 13 were red (do not use). So the ins was not the problem. The problem was identified on the lead. Both leads were explanted and in the same procedure two new leads were implanted. All impedance checks where good. It was noted that the leads were cut in two pieces each to be explanted. Issue was resolved. Patient was alive with no injury. Cause was not identified.